Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead to be implanted exhibited high pacing impedance, failure to capture, and insulation damage. The lead was replaced during the same procedure on (B)(6) 2021. Patient was stable.